Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. The bezel shield assembly was replaced and stylus recalibrated to the touch screen. It was also indicated that the hard drive health was at ninety nine percent and therefore replaced as a preventative measure and loaded with updated software. It was also indicated that the emergency pacing button did not function and therefore the micro processing unit was replaced. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not stay calibrated and kept losing its accuracy. The programmer was returned to service. No patient complications have been reported as a result of this event.